Event description:
Event date: (B)(6) 2012 as that is the date in which the most recent surgery associated with the article was performed purpose of the study was to compare the use of cusa and aqm 2.3 device to a cusa and standard bipolar cautery (bp) device 109 patients; 55 treated with cusa/aqm and 54 treated with cusa/bp average blood loss with procedure performed: 990ml with 510ml standard deviation statistically significant difference: total blood loss during transection (1076 +/- 762 vs. 677 +/- 433) blood loss divided by resection area (10.6 +/- 9.1 vs. 4.9 +/- 5.8) requirement for blood transfusion (10/44 vs. 3/52) transection time (115 +/- 65 vs. 81 +/- 42) speed of transection (.52 +/- .34 vs. 88 +/- .46) the current findings suggest that treatment with a bipolar sealer can decrease effectively total blood loss, intraoperative blood loss during hepatic parenchymal dissection, and the needs for transfusion. Patient criteria: elective hepatectomy, between 18-80 years of age, adequate cardiopulmonary and renal function, ability to provide informed consent. Post-op complications grading system grade I: any deviation from normal postoperative course that did not require special treatment grade ii:deviation that required pharmacologic treatment grade iii: required operative or radiologic intervention with or without general anesthesia grade IV: any life-threatening complication involving dysfunction of one or multiple major organs grade v: death adverse events: pleural effusion and/or ascites: 2 patients pneumonia: 1 patient grade ii: 1 patient grade iii: 2 patients (without anesthesia required) without specific patient identifying information all patients will be included in this one product event report for complaint and reporting purposes.

Manufacturer narrative:
Eval code method, results, conclusion: generator still in use and facility not returning for investigation. Product event: (B)(4).